Event description:
Information received from a healthcare provider (hcp) regarding a patient receiving morphine via an implanted pump. Indication for use was noted as non-malignant pain. The hcp called for MRI compatibility information. It was reported that the pump was malfunctioning and did not work. No symptoms were reported. The event date was "since implant" ((B)(6) 2013). The patient reported it never worked. The patient's current pump physician lost their license and the patient was trying to get help with their pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.